Event description:
This report for pt's os. A pt contacted our (B)(4) affiliate on (B)(6) 2010 and reported he/she began wearing 1-day acuvue trueye contact lenses (narafilcon a) and following 5 to 7 days of wear, around (B)(6) 2010, experienced discomfort, pain and an itching ou. The symptoms resolved upon lens removal. Narafilcon a lenses are not marketed in the u.s. On (B)(6) 2010, the pt sought treatment at (B)(6) eye clinic and was diagnosed with "allergic inflammation." The pt was told there was no causality between the pt's symptoms and cl wear as the symptoms were caused by an allergy. The pt was instructed to d/c contact lens (cl) wear and was prescribed an "eye drop." The pt reported that on (B)(6) 2010, the symptoms did not improve and the pt visited (B)(6) eye clinic and was diagnosed with conjunctivitis and was prescribed "eye drops," and the symptoms became worse, his/her eye became red and the pt felt visual acuity (va) decreased. In early (B)(6), the pt visited (B)(6) eye clinic and was diagnosed with keratitis. The pt was prescribed eye drops and was instructed to return to the clinic every day. The pt said, he/she visited the clinic once a week and the symptoms resolved. The pt did not recall the prescribed medication. On (B)(4) 2010, our (B)(4) affiliate contacted (B)(6) eye clinic. An ecp stated, the pt was not wearing cl when the pt visited the clinic and had symptoms for 2 weeks. The pt was diagnosed with corneal ulcer, ou and "terrible keratitis" in the central corneal area with decreased va. The pt was contacted on (B)(6) 2010; the pt said, he/she had been visiting (B)(6) eye clinic every day. The pt said that the pt's lens handling may have been a cause for the injury; there is no specific info regarding the pt's statement. The pt provided written consent for (B)(6) to share info with our firm. An appointment was made for an associate from our (B)(4) affiliate to visit the eye clinic on (B)(4) 2011. The product and lot# were not provided. If add'l info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed. No conclusion can be drawn.